Event description:
Clinical specialist (cs) reported that the patient's pump was explanted. It was reported that there were no suspected issues with the pump. It was believed that the patient wanted it out.

Manufacturer narrative:
Device was explanted and was not returned. Internal complaint number: (B)(4).

Event description:
Medical notes provided information alleging that a patient came to the office with swelling at their incision site where the anchors are located. It was alleged that the patient had a seroma, which was evacuated by their general surgeon. The patient reported that their pain is becoming quite unbearable and the pump was not helping much. The patient's medication was changed, but the pain persisted. A dye study was performed, and the results were determined to be normal. The physician plans on removing the pump.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions for use of the device, seroma is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).